Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: when the excision on the left gastric artery was performed, bleeding occurred from under the clip on the pt side. The surgeon considers the clip edge damaged the vessel wall, resulting in bleeding. The vessel was ligated with suture to stop the bleeding. Amount of bleeding was less than 200 cc. There was no unanticipated tissue loss. Nothing fell into cavity. Pt is under observation. Operating room time not extended by more than 30 minutes.